Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) events at times and appearing to result in inappropriate atrial pacing. An atrial lead position check failure was also reported. The ra lead remain in use. No patient complications have been reported as a result of this event.